Manufacturer narrative:
To date the intraocular lens remains implanted therefore returned product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Section all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implantation of the intraocular lens, (iol) that there was a scratch noticed in the peripheral region of the optics. Reportedly, the scratch will not affect the patient's vision. There was no patient injury, user injury, or delay in surgery for the event. Patient was 20/25 and/or higher; no explant is planned. Lens remains implanted.